Event description:
The customer stated five patient samples generated gray zone to false low reactive results when architect havab-m reagent lot 93794hn00 was in use. The customer stated they usually do not observe gray zone or reactive results. The customer further stated the quality controls were also running higher but were within acceptable limits. The customer retested the samples with a different lot of reagent and all repeat results were non-reactive. The customer provided an example of the initial gray zone result and the repeat result as follows: (B)(6). There was no impact to patient management as the gray zone result was not reported out of the laboratory.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (B)(4) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.